Event description:
The motor stall did not recover and the pump was replaced. It was stated that the patient was doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Drug delivered via the device was morphine. Patient experienced withdrawal symptoms. The pump was alarming pump. As of (B)(6) 2012, the stall had not recovered and the cause was not known. Patient was in the ER and device troubleshooting was not done. The alarms were silenced, telemetry report was obtained and sent to managing physician who was also contacted the ER healthcare provider (hcp). Patient was treated for withdrawal symptoms and was being stabilized with oral meds so that he could be transferred back to his state (B)(6) for pump replacement. On (B)(6) 2012, it was reported that the pump was being sent in for analysis.

Event description:
Additional information: it was reported that a pump battery failure occurred; "premature battery depletion"; the pump was beeping. Patient experienced withdrawal symptoms and increased pain. It was also added that there was failure to aspirate; cause unknown, however, no catheter issue was suspected. Catheter was entered at l3/4, tip at t9. Following pump replacement patient recovered without sequelae.